Event description:
It was reported via social media (twitter) that the customer's insulin pump was malfunctioning and the customer will get a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.